Manufacturer narrative:
Device evaluation by manufacturer: an iceforce 2.1 cx 90 degree needle (34697845) was returned to the complaint investigation site (cis) for analysis. Visual inspection was completed and was noticed there was a burst on the handle of the needle. It was also found that the cable had clamp marks 34cm from the handle. Product analysis confirmed the needle tubing damage.

Event description:
It was reported that the procedure was cancelled due to needle failures. Four iceforce 2.1 cx 90 degree needles were selected for a cryoablation procedure to treat a renal tumor. During the test phase while preparing for the procedure, the first iceforce 2.1 cx 90 degree needles was set-up. However, a hissing noise was heard, and an air bubble was seen coming from one of the needles. About 30 seconds into the test, a loud bang was heard, and it was observed that the rubber handle of one of the needles had split open. This needle was removed from the cryoablation console. A second iceforce 2.1 cx 90 degree needle was selected to test. However, a hissing noise was heard. The test was stopped, and the case was abandoned as the user was not confident with continuing. The 3rd and 4th needles were not tested. There were no patient complications reported.

Event description:
It was reported that the procedure was cancelled due to needle failures. Four iceforce 2.1 cx 90 degree needles were selected for a cryoablation procedure to treat a renal tumor. During the test phase while preparing for the procedure, the first iceforce 2.1 cx 90 degree needles was set-up. However, a hissing noise was heard, and an air bubble was seen coming from one of the needles. About 30 seconds into the test, a loud bang was heard, and it was observed that the rubber handle of one of the needles had split open. This needle was removed from the cyroablation console. A second iceforce 2.1 cx 90 degree needle was selected to test. However, a hissing noise was heard. The test was stopped, and the case was abandoned as the user was not confident with continuing. The 3rd and 4th needles were not tested. There were no patient complications reported.